Event description:
It was reported (1) hp052 and (1) lcsk5 were used during a paraesophageal hernia repair. It was reported the surgeon felt a sharp pain in his hand half way through the procedure. The blade was retightened and then the case was completed. The surgeon stated thumb has been numb since this case.